Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the guidewire could not advance pass the lead. The lead could not be flushed. The lead was not implanted and a new lead was placed. No patient symptoms were reported.